Event description:
The problem was with the pmt auto-detect, and rptr was curious about readings (e.g., the atrial was less than the ventricular and it was changing arbitrarily; a technician had said the atrial must be greater than the ventricular). Reportedly in april the MFR came out with a technical bulletin stating there may be a problem with the auto detect pmt setting. The technician disabled it. Also in february pt's cardiologist had raised the pulse rate from 70 to 90; a technician recently checked it, said it was 90, and reduced it to 70 where it belonged. After going to 70, there were different readings on the printout and he noticed there was a pattern to the readings. Pt's cardiologist said there was a glitch in the pacemaker and they would disable this function. Pt wondered why the MFR and/or cardiologist didn't notify him, after the technical bulletin came out in april, since he was experiencing this problem. On 2/28/97 rptr was sent out with the refractory settings reversed and contradictory to explicit MFR's instructions. It was at this session that the ppm was increased to 90 ppm. The adjustment back to 70 ppm was not made for over a month and the programmed setting was a. - 225 msec and v. - 250 msec when rptr left. On 3/31/97 the initial setting of the ppm was 90. The a. Refractory was 175 msec and the v. Refractory was 200 msec. The ppm was programmed to 70 ppm and the a. Refractory was left at 175 msec and the v. Refractory programmed to 150 msec in keeping with the mfrs "must" ratio. The rptr c/o chest & left shoulder pain, tenderness at pacemaker site and increase bp and arrhythmias due to changes made in ppm. During "ventricular" evaluation rptr temporarily lost consciousness and fortunately was sitting down.